Event description:
Procedure: gastrointestinal stromal tumor. According to the reporter: the stapler did not work correctly and the staples did not form properly. This resulted in major bleeding from the stomach. The staples were open and not all the yellow pushers are visible. The surgeon fired another sulu over the tissue which added approximately 10 minutes to the procedure. There was no patient injury reported.